Event description:
The fse reported while servicing the ventilator, the power supply and battery were disconnected before opening the device; after repair was complete, the power supply and battery were reconnected; when the device was switched on, the battery was not recognized. There was no patient involvement.